Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Stenosis is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
On (B)(6) 2013, a 2.75x18mm xience prime stent was implanted in the proximal right coronary artery (rca). On (B)(6) 2016, restenosis of the 2.75x18mm xience prime stent and another new lesion were noted. The patient had no ischemic symptoms. On (B)(6) 2016, the patient was hospitalized and balloon angioplasty was performed and another drug eluting stent (des) was placed as treatment. There was no additional information provided regarding this device issue.